Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were air bubbles in the gel. This event occurred 12 times. The following information was provided by the initial reporter. The customer "pulled about a dozen tubes with air bubbles in the gel as blood was getting through."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-21. H6: investigation summary: bd received nine (9) samples and a photo for investigation. The samples and photo were reviewed and the indicated failure mode for gel bubbles was observed. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of gel bubbles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel bubbles. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were air bubbles in the gel. This event occurred 12 times. The following information was provided by the initial reporter. The customer "pulled about a dozen tubes with air bubbles in the gel as blood was getting through."